Manufacturer narrative:
The reported uncomfortable stimulation and impedance issues were not confirmed. The anchor was returned with part of the distal sleeve trimmed off. It could not be determined if this was a modification. When tested with lab lead, it functioned as intended. The root cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
¿Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2020-32703, 3006705815-2020-32704, 1627487-2020-49023, 1627487-2020-49026. It was reported that patient fell and experienced uncomfortable therapy in the wrong location. Diagnostics showed low impedance on multiple contacts of the leads. Additional information was received that patient also experienced shocking in ipg pocket. Surgery occurred to address the issue. During the surgery, one anchor and one lead were found to be broken. The system was replaced to address the issue. It is unknown which anchor and lead were broken so all suspected devices are being reported.